Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received error code 110.6021. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of [npi 8015 error 110.6021. Customer receives device 8015 (s/n (B)(6)) with error 110.6021. Explained problematic issue for device keypad not responding. Customer to repair/replace the front case keypad to resolve fault. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Device history review: a review of the device history record for sn (B)(6) was performed from date of manufacture 05/16/2019 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error code 110.6021. There was no patient involvement.